Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device was powered up and underwent infusion/occlusion testing. The reported customer complaint was unable to be verified during testing, but primary audible alarm bgnd test was noted in the event history log. The problem source was unable to be determined; no external damage or contamination to interconnect board or speaker. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical medfusion syringe pump had primary audible alarm failure. Incident did occur while in use with a patient, pump was replaced, and no injury occured.